Manufacturer narrative:
Additional information: h11 radiographic image review: the ap x-ray tlsi fusion was provided. Rod appears fractured on one side at ls junction. The rod does not seat in the si screws on the other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t4-iliac spinal fusion. It was reported that the patient had initial surgery on (B)(6) 2023 and came for a clinic visit on (B)(6) 2025 which were measured on (B)(6) 2025. The postoperative x-ray measurements identified a left rod fracture at the l5-s1 level, and both rods remain implanted in the patient. It was unknown if there was any patient involvement or complications as a result of the event.